Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-02086, 1627487-2013-02088 and 1627487-2013-02089. The pt had a lead implanted in the cervical region as part of his scs system. It was reported, the pt bent down from a sitting position and felt a pop at the incision site on the back of her neck. She stated, her stimulation immediately stopped working. Reprogramming efforts were unsuccessful and diagnostic tests revealed invalid impedance readings. Follow-up indicated the pt underwent surgery on (B)(6) 2013. The physician explanted and replaced the pt's extensions and ipg. No further information is available at this time.